Manufacturer narrative:
The serial number label located between the belt clip rails has rubbed off and become illegible, and the middle (enter) keypad button is cracked. Did not note any cracks around the reservoir tube lip, or in the retainer ring. Furthermore, the reservoir retainer ring is solidly attached to the reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer¿s other blood glucose was 173 mg/dl. The customer stated that the lip ring had been coming off since (B)(6) 2019. The customer reported damage to the reservoir lip ring but the reservoir was able to lock in place when inserted into the insulin pump. The customer reported that they do not feel okay for troubleshooting. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer advised to change entire set, reservoir and insulin and treat per healthcare professional¿s instructions. The insulin pump will be returned for analysis.